Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 6-6 amplatzer duct occluder ii (adoii) was being placed in the ventricular septum and embolized as the user was observing on fluoro and eventually landed in the right pulmonary artery. After multiple unsuccessful attempts to snare the device, the user elected to leave the embolized device in situ. The patient was considered a poor surgical candidate and as the embolized device was stable in the distal portion of the pulmonary vascular tree, the physician felt this was the best course. The patient was reported to be recovering.